Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent resulting in the reported failure. Manipulation of the device resulted in the subsequent stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an occluded lesion in the mid right coronary artery (rca) with heavy tortuosity and no calcification. The vessel diameter was 5mm. A 4.00 x 38 mm xience sierra stent was successfully deployed. The stent was not post-dilated, but was noted to be undersized for the lesion. Post deployment, the vessel distal to the stent could be visualized and further occlusion was noted. Therefore, a 2.50 x 33 mm xience sierra sds was attempted to be advanced distally; however, met resistance and became stuck with the deployed 4.00 x 38 mm stent. Difficulty removing the 2.50 x 33 mm xience sierra sds was felt and force was applied. The stent dislodged. A snare device was used unsuccessfully to try and retrieve the stent. As the lesion distal to the deployed stent remained occluded, further attempts at snaring the dislodged stent were not made and the patient underwent bypass surgery for the rca. The dislodged stent was removed during the surgical procedure. There was no reported damage to the deployed stent and this was not explanted. The patient was reported to be doing well. No additional information was provided.